Event description:
Rn hanging chemotherapy ivpb. After connecting secondary tubing to primary tubing, rn noticed some air in the secondary tubing. Rn unrolled clamp on secondary tubing to remove air when medication started squirting out of secondary tubing onto the rns chemotherapy gown and gloves. Immediately clamped tubing and was able to remove and place in chemotherapy bag without spill. Unable to identify specific lot number because five lot numbers in use: 58 047 4w; 59 044 4w; 59 045 4w; 59052 4w; 57 047 4w.